Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. Boston scientific technical services (ts) recommended performing an x-ray to ensure the ra lead was fully inserted into the device header, as the lss occurred two days after the implant procedure. Subsequently, the pacing impedance measurements had decreased, and the physician elected to continue to monitor the pacemaker system. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.